Manufacturer narrative:
Tested retained and returned samples for chemical specifications and sterility. Returned samples met chemical specifications, but were non-sterile, likely due to user contamination. The relationship, if any, of the device to the reported adverse event is unknown. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Event description:
A female patient reported experiencing "trouble" with her contact lenses after using complete moistureplus multi-purpose solution for the first time. She had two open bottles at home: both same lot number. She consulted her eye doctor who reportedly said that her lenses were fitting so tightly that they caused a corneal abrasion. He gave her antibiotic eye drops (unknown) for "infection". The patient has worn the same brand/model and prescription of lenses for "a while". After seeing the eye doctor, she switched back to opti-free and tried to resume lens wear even though she was not fully recovered. Now her eyes feel scratched, irritated, and swollen. The patient provided additional information on may 8, 2007. She wrote, "left contact was bothering me. Went to doctor, thought it might be 'tight lens syndrome'. Given antibiotic drops to use for a week and no contact. Had caused corneal abrasion from irritation. Eye got better, but happened again, so didn't use the product again and left contacts out for several days..." She indicated that she recovered.